Event description:
Edwards received notification that this 33mm perimount edwards valve implanted in mitral position was explanted from a 60-y-o patient after an implant duration of one (1) year and ten (10) months due to leaflet tear. The customer reported signs of stenosis and regurgitation. As reported, the patient was symptomatic with dyspnea and tiredness. A 31mm mitris resilia valve was implanted in replacement. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
Additional information: a2 , b5 ,h6 clinical code, type of investigation, investigation finding and investigation conclusion. Manufacturer additional narrative h11: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, the complaint of torn leaflet is confirmed; however, a definitive root cause cannot be determined. There is no evidence to suggest the torn leaflet was present in the patient at the time of implantation. The patient likely would have had additional symptoms beyond dyspnea and fatigue had the torn leaflet existed in the patient during its implantation duration, such as lower extremity edema and severe acute heart failure. The initial intended cause for intervention was due to stenosis and regurgitation, which was likely a result of the host tissue overgrowth observed in the video. While inconclusive, it is possible that the torn leaflet originated from manipulation and handling of the valve during explant. An edwards defect has not been confirmed. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Per the report received from brazil a 33mm edwards valve of unknown model was explanted from mitral position after an implant duration of approximately one (1) year and nine (9) months due to leaflet tear. A 31mm surgical valve was implanted in replacement.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as (B)(6) 2023. Therefore, (B)(6)2023 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. One video was received and reviewed. Customer report of leaflet tear was confirmed. Video showed what appeared to be an explanted valve, one of the leaflets was torn next to one of the posts. Video also showed what appeared to be host tissue overgrowth and stenosis on one of the leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.